Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ pen needle was broken at the injection site. The broken needle was removed by surgery. Foreign complaints the following information was provided by the initial reporter: ¿after injecting, it was found that the needle broke in patient's body. The broken needle has been removed by surgery.¿

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd micro-fine¿ insulin pen needle 31gx 5mm was broken at the injection site. The broken needle was removed by surgery. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ after injecting, it was found that the needle broken in patient's body. The broken needle has been removed by surgery.

Event description:
It was reported that a bd micro-fine¿ insulin pen needle 31gx 5mm was broken at the injection site. The broken needle was removed by surgery. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ after injecting, it was found that the needle broken in patient's body. The broken needle has been removed by surgery."

Manufacturer narrative:
Additonal information: describe event or problem: it was reported that a bd micro-fine¿ insulin pen needle 31gx 5mm was broken at the injection site. The broken needle was removed by surgery. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ after injecting, it was found that the needle broken in patient's body. The broken needle has been removed by surgery ¿ medical device catalog #: 320165, medical device expiration date: 03/31/2022, unique identifier (UDI) #: (B)(4) and device manufacture date: 03/21/2017.